Event description:
It was reported that the device was explanted and replaced due to unexpected battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found higher than normal current drain, consistent with the reported event, which was caused by a leaky battery filter capacitor. It was reported that the device was explanted and replaced due to unexpected battery depletion. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure capacitor (ceramic chip) device was out of specification in a manner that relates to event premature eri (elective replacement indicator).